Event description:
Philips received a complaint on the patient information center ix indicating the multiple monitors on the ward lost connection to the system. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the piic ix was not linked to the switch for the monitors. The fse restarted the pc and reset the switch for the monitor port. The fse confirmed system is back to working condition. Reporting institution phone: (B)(6). Reporter phone: (B)(6).